Event description:
It was reported that the patient had a temperature sensing foley in, but the temperature was not reading correctly. The patient was not making urine, so they thought that was why the temperature was not accurate. They switched their core temperature probe to an esophageal probe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the patient had a temperature sensing foley in, but the temperature was not reading correctly. The patient was not making urine, so they thought that was why the temperature was not accurate. They switched their core temperature probe to an esophageal probe.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.